Event description:
Healthcare professional reported, left side no complaint against the device. Healthcare professional later reported, "grade iii-IV contracture". And "there is a fold in the shell of the implant". Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe, since it is not related to the device. Malposition: unable to observe, since it is not related to the device. Crease folding of implant: observed creases on the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported "grade iii-IV contracture". And "there is a fold in the shell of the implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Creases/folding of implant: observed, flat creases. Malposition: unable to observe since it is not related to the device. Additional observations: white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.